Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards and cables were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the swap screen function on the 9900 system would not function during a case. The right monitor went black. The procedure was completed without incident. No pt injury was reported.